Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, blood appeared in the lumen of the coaxial umbilical cable and it was found that the blood entered through the interface between the balloon and the coaxial umbilical cable. The balloon catheter and coaxial umbilical cable were replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.